Event description:
It was reported that there was a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in excellent condition. During inspection, the problem was verified. The root cause of the issue could not be determined as no external damage was noticed to the force sensor. Replaced force sensor as a preventative measure.